Event description:
It was reported that the pump time was incorrect, cause was unknown. There was no adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer corrected the time. Customer reverted to an alternate method of insulin therapy.